Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of qc issues starting on (B)(6) 2018 on a cobas 6000 e 601 module. The customer had run out of procell solution in the middle of the day and could see foam in the procell cup. The customer replaced the pinch tubes and performed liquid flow cleaning. On the morning of (B)(6) 2018, qc results were acceptable. The customer then repeated patient samples tested for troponin t hs stat that had been initially tested on (B)(6) 2018. The repeat results were much different than the initial results. The customer alleged that discrepant low troponin t hs stat results were received. The actual results were requested but were not provided. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. All patient results on (B)(6) 2018 were acceptable. After liquid flow cleaning was performed, no further issues were observed. The investigation determined the root cause of the issue was a contaminated measuring cell, but was unable to determine a cause for the contaminated measuring cell.

Manufacturer narrative:
The customer provided discrepant results for 8 patient samples tested for troponin t hs stat, additional discrepant results for 1 patient sample tested for probnp, and 11 patient samples tested for "psa." It is not known if this is total psa or free psa. Refer to attached data for the patient results. (B)(6).